Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. There was no patient involvement.

Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The hanger was found to be damaged. The main seal was found to be protruding from the case. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.